Manufacturer narrative:
The carefusion failure analysis technician examined the turbine and found that it caused high volume readings. The corrupt data portion of the problem was traced to corrupt data on eeprom on turbine interface pcba. The turbine interface pcba was reprogrammed with the original characterization data and this made the readings better but did not correct the problem. The remainder of the problem was traced to the turbine assembly. The turbine was re-characterized and now it functions normally. Duplicated, high volumes, complaint allegation. This issue is addressed in an internal correction.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that when they set the tidal volume at 500 ml, rate 12 bpm, flow 60 lpm; unit delivers 590 ml tidal volume. Not able to calibrate to bring tidal volume down to acceptable range. No patient involvement.